Event description:
It was reported that during a procedure to implant the mini vision stent in the circumflex, the stent became dislodged and traveled to the patient's right leg. The patient is a diabetic and was complaining of leg pain. The patient went to see a radiologist approximately one month after the procedure. The radiologist discovered the stent and attempted to snare it, but it broke off leaving part of the stent inside the patient. Reportedly, the patient is doing fine at this time.